Event description:
The user facility reported that during an unspecified procedure the user experienced difficulty in retracting the needle into the scope after it was extended; the needle did not move when user was manipulating the handle. The needle and the scope was withdrawn from the patient simultaneously in order to avoid damaging the scope. There was no patient injury reported.

Manufacturer narrative:
The needle reference in this report was not returned to olympus for evaluation, as the device has been discarded by the users following the procedure. The production record for the subject device was reviewed, and no anomalies were identified to have occurred during the manufacturing process. This report is being submitted as a medical device report in an abundance of caution.